Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure the "green connector did not connect to the 3-way tap". The pt's eye "became soft" while the cassette was being switched out. Following a delay of approx 10-15 mins, the procedure was completed with no further incidents. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).